Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display was freezing intermittently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: display freezing was unable to be confirmed, however a scratch was found on the display overlay, and the display was unresponsive in its vicinity. The overlay assembly was replaced. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.